Manufacturer narrative:
Case outcome: refer to cptj250702 form b investigation (previously investigated for the same issue). Retention samples were tested, and the complaint issue was not found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information". H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). The user reported that their test cassettes produced a clear t line but no visible c line. They confirmed that they added at least 4 drops of sample solution into the sample well and waited 15 minutes for the result to develop. The tests were purchased from target.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). The user reported that their test cassettes produced a clear t line but no visible c line. They confirmed that they added at least 4 drops of sample solution into the sample well and waited 15 minutes for the result to develop. The tests were purchased from target.